Manufacturer narrative:
Additional devices listed in this report: cat 6481-2-100, lot 039265, description: mrh tib rot comp xs-xl; cat 6495-2-115, lot lacot, description: gmrs small axle; cat 6481-3-210, lot lda589, description: mrhk tib ins 10mm xs/s s1/s2; cat 6481-2-133, lot lcz402, description: mrhk bumper insert 3 degrees; cat 6481-2-140, lot unk, description: mrhk tibial sleeve; also reported were unknown 2 bushings. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
The patient had an infected gmrs knee joint so the surgeon removed all devices. He then performed fusion of the knee with simplex bone cement and antibiotics.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding infection involving a gmrs distal femoral component was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient had an infected gmrs knee joint so the surgeon removed all devices. He then performed fusion of the knee with simplex bone cement and antibiotics.